Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. At the time of the report, the customer declined to mention what action was taken to address elevated bg. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.